Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.